Manufacturer narrative:
Per information provided by the distributor, carefusion technical support determined that the reported event, was most likely caused by a faulty connection assembly display. The distributor was shipped a replacement connection assembly display. A returned goods authorization (rga) number was also issued for the return of the alleged faulty connection assembly display for evaluation. As of august 4, 2015, carefusion has not received the alleged faulty connection assembly display.

Event description:
This complaint originated from a foreign distributor in (B)(4) . The distributor reported that they were getting a "flow sensor disconnect" error message, and significant differences between the tidal volumes on one of their ventilators. The ventilator was on a patient at the time of the event. There was no patient harm. The patient was placed on another ventilator.

Manufacturer narrative:
Failure analysis (fa) lab received a vela flow sensor receptacle and conducted visual inspection. The vela flow sensor receptacle was installed in to a functional vela unit. A performance test 7.2.0, delivered volume test 7.2.1 and monitored volume test 7.2.2 were performed. The volume delivery was accurate. The flow sensor receptacle was then disassembled to check the gaskets. The customers issue could not be duplicated. Volume of exhalation was accurate. Visual inspection or o-rings did not show any degrading. The vela flow sensor receptacle was scrapped.